Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user accidentally submerged the ilet in water, after which the device emitted beeps but the display remained black and unusable; the user transitioned to backup therapy and reported that blood glucose was not affected while using a dexcom g7. Symptoms included no reported clinical effects. Outcomes included no change in blood glucose control and no medical intervention or hospitalization. Investigation included customer interview and logistical review of a replacement shipment. Investigation of this device revealed user-induced liquid ingress with a resulting loss of screen visibility consistent with display or internal component damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced fluid damage leading to device malfunction.